Manufacturer narrative:
Concomitant medical product 9735764 lot number: 1822c00759 h2, h3, h6: additional system service was performed. The computer was replaced. The returned computer was analyzed. No failures were found. Code d14 I applicable, as are previously reported codes b01 and d19. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that  the system became unresponsive. After a hard reboot, the system booted up normally but then again became unresponsive. This system is showing ¿no source signal¿ on boot up and during launch of software.  There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735764, serial/lot #: -, ubd: , UDI#: ; product ID: 9736411, serial/lot #: -, ubd: , UDI#: ; product ID: 9735818, serial/lot #: -, ubd: , UDI#: h3 - a manufacturer representative went to the site to service the system. Testing found no fault with the system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.